Manufacturer narrative:
No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
A other health care professional contacted technical service to report that total care frame head of bed was not raising. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported.